Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer was hospitalized with elevated blood glucose (bg) levels that ranged between 502-650 mg/dl. Customer received an insulin drip to address bg levels. Reportedly, the customer changed pump supplies to resolve issue. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.